Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet and then experienced intermittent loss of glucose readings on the ilet until a device restart restored connection, consistent with an intermittent communication failure involving the electrical antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet with intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.